Event description:
It was reported that while in the operating theatre, the clinician tried to withdraw the spring wire guide (swg) back through the needle that was placed in the pt's right basilic vein. It was at that time, the swg "sheared" and part of it remained in the pt's vein. As a result, the pt was transferred to another hospital to have the fragment of swg that remained in the pt removed. There was no death or complications to the pt as a result of this occurrence. Additional info received on (B)(6) 2011 from the distributor stated that the pt was transferred to another hospital and it was verified that all fragments were surgically removed.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.